Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge device not detected on bus. A field service engineer rebooted refrigerator and medstation to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the fridge device not detected on bus. The customer reported that there was a delay in dispensing fridge medications since nurses used unit down the hall. There were no adverse events or injuries reported based on this event.